Event description:
An artegraft distributer called artegraft to request a return for artegraft ag630, #(B)(4). An end-user hospital reported that the graft had unrepairable leakage at a branch site. Artegraft contacted the hospital where the event occurred to obtain additional info. The leakage was observed during the saline flushing pre-surgical preparation, as recommended in the artegraft IFU. There was no pt involvement. The surgery continued using an alternate graft. Artegraft received the returned artegraft ag630, # (B)(4), on (B)(4)2014. Initial inspection occurred on (B)(4) 2014. Functional testing and additional visual inspection occurred on (B)(4) 2014.

Manufacturer narrative:
CAPA, risk analysis, and fmea documentation has been initiated to identify and address possible root causes. This info will be included in the complaint file located at the artegraft facility. See scanned page.